Event description:
A patient called into the pharmacy with a "malfunction #7" displayed on the baxter 6060 infusion pump. Another 6060 pump was sent out to the home for the patient's use. The patient did not miss any doses. The malfunctioning pump is being returned to the pharmacy and will be sent off to baxter for repair.